Event description:
Reportedly intermittently taking off too much or too little fluid.

Manufacturer narrative:
Eval: self test carried out - passed pressure sensor calibration check-found ok. Pump calibration check carried out subst ok - filtrate pump calibrated scales calibrated. Unable to repr.